Event description:
It was initially reported by the physician that the pt showed high lead impedance during diagnostics test. No trauma or manipulation contributed to the onset of the event; however, clinic notes stated that the pt has drop seizures and keeps hurting herself. Pt was referred for full revision surgery. Last acceptable diagnostics were obtained on (B)(6) 2010. Pt underwent a full revision surgery. Explanted lead was returned to MFR for analysis. Analysis is currently pending on the returned lead. Good faith attempts to obtain add'l info has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a serious injury or death.